Manufacturer narrative:
Additional information to clarify event details: duoderm extra thin was applied on (B)(6). That dressing was changed on (B)(6) and a duoderm cfg was applied on (B)(6) this was removed and the pressure ulcer was identified. The date in which the second duoderm extra thin was applied is unknown because it was not recorded in the patient's clinical history. The hospital confirmed that the pressure ulcers are being treated with duoderm gel and duoderm cfg. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted (B)(4).

Event description:
It was reported the patient was hospitalized on an (B)(6) 2015, due to abdominal sepsis "produced by a partial dehiscence of a suture of the small intestine following bladder enlargement surgery." On (B)(6) 2015, during her hospitalization, health care professionals placed a duoderm extra thin cgf hydrocolloid dressing in the sacrum region due to a skin pressure sore without tissue loss. Prior to application of the dressing, a physical examination of the sacral region also revealed a prominent bone protuberance and remains of a previous sore. The dressing was secured with tegaderm and micropore tape products. The dressing was removed and replaced with a new duoderm extra thin cgf hydrocolloid dressing on an unknown date. No information regarding the patient's skin integrity was recorded. The dressing was secured with tegaderm and micropore tape products. On (B)(6) 2015, the dressing was removed and replaced with a duoderm cgf hydrocolloid dressing. Again the dressing was secured with tegaderm and micropore tape products. No information regarding the patient's skin integrity was recorded. On (B)(6) 2015, the dressing was removed. Upon removal, the hospital staff noted stage IV pressure ulcers, necrotic tissue and loss of skin tissue integrity to the sacrum region. The nurse advised that the ulcer and surrounding necrotic tissue will be treated via debridement. No further complications were reported.